Event description:
It is reported that during an ovarian cystectomy by laparoscopic surgery, the bag's wire broke inside the female patient. It was necessary to use a second bag to complete the procedure. The consequence was a delay in the procedure. There was no consequences for the patient.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4).the sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports: "received defective sample was packed in pe bag. Sample contained original pouch, bag, separated bent wire, pusher and sheath assembly. Detail of the bag with a hole where the glue was present. There were observed also enlarged holes in which the wire was inserted. Detail of end of the wire - the presence of glue on the white tube, loop without defect. Detail of the end of closure wire. The white tube is not in its original position as it overlaps the loop at the end. It is visible damage to the tubing strung on the wire at the point of bending." A device history record review was performed and no relevant findings were identified.root cause was determined as "unintentional user error related". Manufacturing error has been ruled out because the wire and the bag do not show any defect in comparison with specifications. The wire has correctly formed loops on both ends. White tube near the loop shows traces of standard amount of glue ensuring the firm connection between the wire and the bag. Bag contains drilled holes in standard quality. DHR did not show any problems within manufacturing of wire, gluing to the bag and required inspections. It is evident that the bag was not removed from the patient using the loop on the end of closure wire as required by instruction for use (section 8). This end does not show any traces of bag removal from patient. The wire was caught in the middle of its length by pliers (or by similar tool). During the removal, the free end of closure wire passed through the loop on fixed end of closure wire. Within this passage, the protective white tube was shifted. After the wire passage through the fixed loop, this loop was detached from the bag (glue remained fixed on the white tube - and bag contained the hole). Finally, the wire was push out from the bag through the individual drilled holes. These holes are slightly deformed due to passage of the wire with rest of glue. In general, the user error started by wrong decision where catch the wire and continued by usage of abnormal/excessive force within removal which caused detaching of wire from the bag in glue junction and pushing the wire out of bag.other remarks: n/acorrected data: n/a

Event description:
It is reported that during an ovarian cystectomy by laparoscopic surgery, the bag's wire broke inside the female patient. It was necessary to use a second bag to complete the procedure. The consequence was a delay in the procedure. There was no consequences for the patient.